Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was t-wave oversensing noted in the right ventricular lead. The lead was reprogrammed and it was reported to have resolved the oversensing. The lead remains in use. No patient complications were reported as a result of this event.